Event description:
It was reported via legal documentation that the patient was implanted with an truliant device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, swelling, instability, and discomfort which in turn negatively affected plaintiff¿s mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
1038671-2024-03102 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 g4 h4 h6 (health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.